Event description:
Meter giving inconsistent results at doctors office. Nob states he tested and readings are not correct. Cn got a reading of 172 tested again 111. Cn states went to the doctor and did a reading there and 1st reading 241 and 2nd reading 166.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.